Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the h/s color chip failed. No other details regarding the nature of the event were provided. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.